Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with discomfort at the distal tip of the left cylinder. Surgical intervention was performed to reposition the distal tip on that side. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with discomfort at the distal tip of the left cylinder. Surgical intervention was performed to reposition the distal tip on that side. There were no additional patient complications reported.